Manufacturer narrative:
Pump was returned and complete visual and functional testing was performed. Extensive rate accuracy testing was performed and channel 'b' was found to be slightly out of specification at 7ml/hr +5.7%. Functional testing was performed utilizing dose rate calculator mode. There were no discrepancies noted during testing, and all programmed durg info was retained in program. No unwanted drug or rate parameters were observed to change during testing. Pump was found to be slightly out of rate calibration, however, this would not have contributed to reported overinfusion of 150mls in 15 minutes. A more accurate method of performing rate calibration has been implemented. Unable to duplicate reported overinfusion.

Event description:
It was reported that an overinfusion of heparin occurred. The pump was set to deliver at a rate of 7 ml/hr and within a few minutes the pump alarmed for an empty bag. The rate was found to be at 200 ml/hr. There was no resultant pt complication.